Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that two separate medium-large clip appliers did not work. This clip applier¿s jaws were not approximating, causing the clips to not stay in and fall out of the applier. Both instruments involved were removed from field and replaced with another medium-large clip applier and tagged and sent to the sterilization reprocessing department (spd). There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. The issue occurred prior to clip application (instrument in patient). The clip applier jaws were not approximating, and clips were falling out of the jaws. Clips used were the medium-large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). Issue occurred during the first application. They used a new instrument to resolve the issue. No photos available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and the instrument passed the clip test multiple times on the in-house system. The instrument was fully functional. Visual inspection found no issue with the instrument. No product issue was identified.